Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient hoped another product worked better than the manufacturer's spinal stimulators because the patient had four in 18 months and it destroyed their spine.